Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the reason for call was to request assistance with connecting to ins and increasing program. The patient stated they've been getting up 3-4 times per night to use the bathroom. When asked for event date, the patient stated it increased today. The agent walked them through how to connect to ins, but after several attempts the patient was unsuccessful. The patient kept getting message indicating it could not find the device and would prompt to 'retry.' When asked, the patient stated they were unable to feel stimulation. They did not know how long ago it was that they stopped feeling stim. They stated they last connected to their ins about a year ago. The agent reviewed with the patient that it was possible that the implanted battery was depleted. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. The agent emailed the patient a list of local physician listings. Of note, the patient commented that their handset randomly turned off. Agent attempted to clarify that the handset did not go to sleep or that it was a depleted battery. It was unclear whether this was because the handset battery depleted. At times, agent was uncertain if patient was talking about implanted battery status and was unable to clarify.